Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her blood glucose would go from 100 mg/dl to 40 mg/dl suddenly. Customer mentioned the doctor had made adjustment to the settings. Customer declined troubleshooting. Customer will not be returning the device for analysis.